Manufacturer narrative:
One brk transseptal needle/stylet assembly was received for evaluation. The needle tip was not returned. The brk needle had been fractured and detached at its distal end. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the fractured needle remains unknown.

Event description:
This report is to advise of a fractured needle noted during analysis.